Manufacturer narrative:
(B)(4). The sample has been reported to be available for evaluation and has been requested. A follow-up report will be submitted when the sample is received and evaluated. A 510(k) number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510(k) number. However, it is being reported because it is the same or similar to the product distributed within the u.s.

Manufacturer narrative:
(B)(4). One used set was received with cap on dark blue connector and no cap on patient connector in reference to the report of leak. Functionally hand tightened a lab titanium adapter without difficulty. Set was then tested underwater at 8 psi with leak noted. Set was visually inspected and noted that one of the occluder feet was broken. During visual inspection, it was noted that there was no whitish spot on the occluder leg that is indicating a possible overtorquing. The complaint was confirmed in the lab for leak due to broken occlude feet. A root cause was not identified. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
A home patient (hp)'s nurse contacted baxter's technical service center regarding the hp having repeated issues with the transfer set. The hp had reportedly noticed leakage on the transfer set around the thread of the transfer set, and an exchange of transfer set was necessary. The above mentioned issue occurred one month after installation of the transfer set. There was no patient injury reported. Information on batch of the transfer set was not available.